Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed drawer. The customer recovered several failed cubies and rebooted station. No further issues. The system functioned as intended after the customer troubleshot the device.